Event description:
Customer alleged discrepant, back to back blood glucose results of 360 mg/dl and 67 mg/dl when testing was performed within 9 minutes on the advantage system. Reporter stated customer felt weak and nauseated, but that the customer took no treatment/action based on results. A request was made for the return of the suspect device and replacement product was sent.